Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The target lesion was located in the severely tortuous internal iliac artery (iia). A 7mm x 20cm idc¿ was selected for use. During procedure, when the coil was pushed and pulled several times from the micro-catheter, it was noted that the coil was detached prematurely. The coil was removed together with the catheter from the patient's body; however it was noted that the tip of the coil slightly came out from the catheter during removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.